Event description:
It was reported that the patient presented with occasional headaches, numbness in her legs and hands, and dizziness, following an MRI on her neck. The patient underwent a cervical spinal fusion with artificial disc replacement and installed hardware, due to her severe risk for paralysis. During the surgery, rhbmp-2/acs was implanted in the cervical spine region. Following her surgery, the patient began suffering from stiffness and spasms in her back that she had not experienced prior to the surgery. Additionally, she suffered a loss of flexibility. She continues suffering from headaches, back spasms, and dizziness to a degree that is much worse than prior to surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.